Manufacturer narrative:
(B)(4). Evaluation methods/results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (extremely angulated proximal aortic neck), unapproved use of device (pre-operative rupture; 90 degree neck angulation). Evaluation conclusions: known inherent risk of a procedure (endoleak), off¿label, unapproved or contraindicated use (pre-operative rupture; 90 degree neck angulation) 50 device failure related to patient condition (extremely angulated proximal aortic neck).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The procedure was emergent due to a symptomatic pre-operative rupture. The patient¿s anatomy was reported to be challenging; however, the patient was not a candidate for open surgical repair. It was reported that the main body was deployed, the tip advanced, and the spindle closed. As the surgeon brought the device back past the anchoring pins, it caught on the proximal suprarenal bare metal stent and pulled two of the stent rows down. These appeared twisted and caught in a downwards facing position. The surgeon used a balloon to balloon these to the aortic wall so he could safely bring the device tip down to recapture and safely remove the delivery system. Final angiogram showed 2 suprarenal stents to be twisted and a type 1a endoleak down the outside of the graft on this side. The graft appeared not to adhere to the aortic wall at this point causing the endoleak. The surgeon re-ballooned this area and placed a 36 mm proximal cuff. Another angiogram showed the leak to be resolved. The surgeon commented that the event may have been caused by the stent graft and not necessarily the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine. A review of returned angiogram images at implant revealed that the stent graft was brought up the right side, and the device was positioned above the renal arteries. The proximal neck was extremely angulated with two 90 degree bends. The spindle/distal tip was biased against the right side of the neck, and the proximal end of the tip was biased against the left side of the suprarenal neck. No issues were seen with the suprarenal stents prior to deployment. The next images showed that the suprarenal stents had been deployed, several of the suprarenal stents had been pulled down into the fabric, the bifurcate delivery system had been removed, and the contra limb was implanted. There was a proximal type I endoleak. Images during suprarenal stent release, tip/spindle recapture, and delivery system removal were not returned. Another set of images showed that the spindle (not captured by the sleeve) was near one of the apices of the suprarenal stent, and may have been caught. Ballooning was also seen performed within the proximal device. An aortic cuff was then implanted just proximal the bifurcate, and the endoleak appeared much reduced and may have resolved. The cause of the removal difficulties could not be determined from these images; however, it is likely that the highly angulated proximal neck (off-label) contributed to this event.